Manufacturer narrative:
(B)(4). Address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not prime. It was further stated that the solution does not go through the filter during priming, so they have to squeeze the bag to force the fluid to flow and complete the priming of the tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing, underwater clear passage testing, and functional testing were performed with no issues noted. The reported condition was not verified. The device was found to operate per specification. Should additional relevant information become available, a supplemental report will be submitted.